Event description:
Customer initially called to report the pump had a low battery alarm. During the troubleshooting of the device, customer also complaint the unit did not have an audible tone. Pump was not dropped, bumped, or exposed to moisture.